Event description:
After a successful calibration and insertion on the patient, and approximately 47 hours of use, the trendcare monitor displayed a "verify connection" message and stopped displaying measurements. When the sensor was disconnected from the patient data module, a large amount of blood was found inside the connector. The sensor was returned to diametrics medical limited for investigation.